Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributer confirmed the customer allegation and replaced the consolidated ventilator interface board to resolve the issue. No report of patient involvement.

Event description:
The distributor reported the inspiratory differential pressure sensor failed. There was no reported patient involvement.